Event description:
A malfunction was reported on the customer's pump, specifically noted with the malfunction code malf 12 though no notable events occurred prior to the malfunctions. There was no adverse impact on the customer's blood glucose level. The customer continued to use the pump for insulin therapy.